Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a implantable neurostimulator (ins). Patient reported the pain stim ins was removed (B)(6) 2021 because it wasn't working for pt anymore. The patient clarified that therapy was not working for 6 months. The patient stated when he had stim on it was just "burning" so he just turned it off and stopped using it.